Event description:
It was reported that there was a line blockage, as saline did not flow. The event occurred during priming at the facility, prior to patient use. No patient harm or adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. There was no physical damage observed. The device was connected to the syringe returned and priming was attempted. An occlusion was observed, and priming was unsuccessful. The occlusion area was opened at the tubing-needle junction point. A solvent occlusion was observed within the needle. The most likely/suspected cause of the issue was an errant solvent observed within the needle. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.